Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reports that the implantable cardioverter defibrillator (ICD) had moved all over and that the device longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.